Manufacturer narrative:
Sensor (B)(4) has been returned and is undergoing extended investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The customer reported the low alarm did not sound and as a result, the customer experienced "passed out, incoherent," a loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional who provided glucose tablets, juice and food as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the adc device. The customer reported the low alarm did not sound and as a result, the customer experienced "passed out, incoherent," a loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional who provided glucose tablets, juice and food as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Sensor found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The low glucose threshold in the alarm settings was set to 100 mg/dl. The reported sensor was activated with a retained reader and linearity testing was performed, all results were within specification. A dspc-11 issue is added as the user also reported about not being able to connect to the computer. Low glucose alarm was successfully activated. The reader displayed low alarm and glucose alarm showed. Therefore issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.